Event description:
It was reported that the right ventricular lead had intermittent loss of capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. The proximal conductor was distorted. All conductors had blood/body fluid (not obstructed). The outer insulation was breached cut and had a cosmetic depression. There was blood in/on the helix/lobe mechanism. Visual analysis noted apparent explant damage.